Manufacturer narrative:
Additional information was added to h3, h6. H10: the device was received for evaluation. A visual inspection was performed and cuts across all leads at the organizer were identified. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from a cut in the patient line tubing. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "hole" in the patient line of an amia cassette which resulted in leak. The hole in the patient line was observed near to where the patient is connected during peritoneal dialysis (pd) therapy. The leak was observed during the filling step of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.